Manufacturer narrative:
This report is filed on june 09, 2016.

Event description:
Per the clinic, the patient experienced loss of benefit and pain with device use. The issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.